Manufacturer narrative:
The subject device was returned to omsc for investigation. An inner rubber was missing. The user facility provided a picture of the device and it showed that the inner rubber appeared to have no damage. The manufacturing record of the same lot was reviewed with no abnormality. As the result of the investigation, we considered the black object was the inner rubber of the device. We assume that the slanting insertion of biopsy forceps into the biopsy valve could cause the detachment of the inner rubber. The instruction manual of the device has already warned as follows; when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During a biopsy in the child's duodenum, the doctor attempted to insert a biopsy forceps through an instrument channel of endoscope but couldn't advance it. Then, the scope was removed from the child and replaced it with another, which prolonged the child's anesthetic. Health care assistant and nurse checked the endoscope and detected a black object obstructed in the biopsy channel. They removed it and it turned out to be a part of the biopsy channel cap. There was no patient injury reported.